Event description:
It was reported that when changing the cannula, the doctor checked the balloon. The doctor noticed that the balloon inflated mostly on one side. They had to use another cannula. No serious injury was reported in connection with this incident.